Manufacturer narrative:
A2 and a4 - not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a backup battery failure message and a yellow wrench alarm on their running system controller. The backup battery was exchanged but the problem persisted. The system controller was exchanged, and no further alarms appeared. It was noted that there were no adverse advents related to the system controller exchange.